Event description:
It was reported that the device was explanted after an implant duration of zero days, due to regurgitation. No further details were provided.

Manufacturer narrative:
Device not returned.